Event description:
The customer reported that two unicel dxh 800 coulter cellular analysis systems failed to flag a single patient sample for blasts, myelocytes and bands as compared to the results from a manual slide review which showed these cells were present. This report represents one of the unicel dxh 800 coulter cellular analysis systems, with serial number (B)(4), which did not flag the patient sample for blasts, myelocytes and bands. Beckman coulter inc assessment of customer supplied data also indicated that the lymphocyte (ly) % result recovered erroneously high and without instrument generated flags on the unicel dxh 800 coulter cellular analysis system when compared to the manual differential results, which were considered correct. The erroneous blasts, myelocytes, bands and ly% results were not reported out of the laboratory because the patient was known to have immature cells. There was no report of death, injury, or effect to patient treatment associated with this event. Instrument controls were run prior to the event. All results were within the specifications. Instrument flagging sensitivity was set at high. Sample handling and collection information was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of patient provided patient data indicated that the sample had 4% blast, 2% myelocytes and 1% atypical lymphocytes. The neutrophil cells had a slightly low volume, thus the population was touching the lymphocyte population. A few events were scattered in the high volume region above the neutrophil population; however, the flagging rules of the algorithm were not able to set suspect flags for the samples. Service was dispatched in response to this event. The field service engineer assessed the instrument. The instrument possessed acceptable quality control (qc) and latron results. The instrument was performing within the specifications. The cause of the discrepant results was the population of neutrophil cells in this sample displayed slightly low volume which touched the lymphocyte population and the flagging rules of the algorithm were not able to set suspect flags for the sample. Mdrs associated with this event: 1061932-2012-02086, 1061932-2012-02087.